Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded out of range right atrial (ra) pacing impedance measurements of 2049 ohms, exhibited by this atrial pace/sense lead. It was noted that the measurements had been slowly rising since implant. To date, there have been no reported adverse patient effects associated with this clinical observation. Additional information was received that this lead was capped and surgically abandoned because of the observed out of range impedance measurements along with increased in pacing threshold measurements. A new lead was implanted successfully. There were no adverse patient effects.

Manufacturer narrative:
A technical services (ts) consultant recommended troubleshooting to look for noise on the lead, and that if noise was found, the lead integrity might be compromised or the issue could be due to lead dislodgement. It was noted that the patient would likely undergo a lead revision. Additional information was provided that the lead was still in service and the patient rarely used the lead. The decision was made to continue to monitor the patient without revising the lead at this time, and to revise the lead if needed during the patient's device changeout procedure in the future. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. This lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.